Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that the site was unable to take a spin while in surgery. Site would take their two-dimensional (2d) scouts, move to three-dimensional (3d) mode, the system would flash green, pull up a progress window for the spin, and then stop. The detector would not move. Site would press emergency reset button, move into 2d mode, recenter the detector, and then proceed with the spin. There was a five-minute surgical delay. No known impact to patient outcome. No further information available.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g2) foreign country: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: the aware date has been corrected to accurately reflect the initial medtronic aware date for this event, which was 2024-nov-21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Correction: additional report source updated in g2. Physician information updated in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure being performed was a lumbar fusion.